Event description:
It was reported that during a supply change on the ilet system, the user performed a fill tubing press-and-hold for approximately 70 units, after which insulin was found leaking inside the cartridge chamber; the user dried the chamber, discarded the supplies, and contacted support for assistance with navigating the on-screen workflow to rewind and restart the supply change. Customer service provided troubleshooting and user education on restarting the supply change process. Investigation of this case revealed a cartridge leak inside the chamber with the specific cause undetermined and the lot number unavailable. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms. It was concluded that the event involved a leaking cartridge component with no patient harm and an unknown root cause.